Manufacturer narrative:
The product was disposed of by the hospital and is no longer available for return. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. The hospital disposed of the device.

Event description:
The patient was undergoing a coil embolization procedure in the basilar artery using penumbra smart coils (smart coils). During the procedure, the physician deployed and detached fifteen smart coils into the aneurysm using a non-penumbra microcatheter. The physician then attempted to advance a new smart coil through the microcatheter but the coil was unable to advance into the rotating hemostasis valve (rhv) of the microcatheter. Therefore, the smart coil was removed and the procedure was successfully completed using a new smart coil and the same microcatheter. There was no report of an adverse effect to the patient.